Event description:
Report received on 3/12/97 of severed inter-electrode region and j retention wire fracture without protrusion through the outer polyurethane insulation. On 3/25/97 the lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet intravascular counter traction sheath(s), laser. No complications.

Manufacturer narrative:
The initial MDR was filed prior to july 31, 1996, under the previous reporting format. The intent of providing additional info by way of this medium is to provide a clear delineation between the previous reporting format and the current 3500 a format. The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The lead was explanted on 12/2/96. Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and approx. 40mm proximal of weld site. The proximal section of j stiffener wire measures approx. 47mm and has migrated down lead body approx. 30mm proximal of the distal end of the outer polyurethane insulation which separated from the proximal side of the anode band. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm.